Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that when the insufflator detects that the nominal pressure was exceeded by more than 3 mmhg for longer than 3 seconds, it automatically activates the venting system. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The report was written against an as-ifs1, airseal ifs, 120v device, which experienced ¿loss of airseal suddenly during procedure¿. Further assessment found: ¿patient was not injured; no medical/surgical intervention or extended hospitalization was required for the patient; patient was discharged from the hospital same day with no ill effects. The surgical procedure being performed was a robotic assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, and lymph node dissection; surgical procedure was completed as normal; an alternative device was not utilized. The device was powered off and restarted which cleared the problem. A short delay of 3-5 minutes while powering off and restarting the device was noted. The pressure loss experienced was not during a critical time of the procedure however the provider requested documentation of the issue as it has happened before. There were no alarms or warnings prior to the loss of airseal. Pneumoperitoneum was lost and occurred suddenly.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. Device not yet received.